Event description:
Prior to accessing a power port, nurse attached a "green cap". When flushed the port after it was accessed, normal saline (ns) leaked from the connection between the cap and the port. Replaced the cap, and it functioned fine.saved the cap and the packaging. No injury to patient.